Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported two tampons had strings that were too short and upon removal she could not find the string. She inserted another tampon and realized the other tampon was still inside. She was able to remove the tampons and did not seek medical assistance.